Event description:
Patient's representative reported through abbvie's medical information "ruptured", "pain" and the implant is moving into the pockets. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d6a.

Event description:
Patient's representative reported through abbvie's medical information "ruptured", "pain" and the implant is moving into the pockets. Later healthcare professional reported "intra and extracapsular rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5.

Event description:
This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, malposition.

Event description:
Patient's representative reported through abbvie's medical information "ruptured", "pain" and the implant is moving into the pockets. This record is for an unknown side. Device remains implanted.